Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion test. A review of the event history log (ehl) revealed occurrences of downstream occlusion alarms. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor assembly will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump remains stuck in a downstream pressure alarm and the downstream pressure test fails at 5. 63 pounds per square inch (psi). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.